Event description:
Additional information was received, from the surgeon. The surgeon evaluated, the reported device as a single-use product. And therefore, not the cause of the reported event endophthalmitis. The symptom was mild. And the patient was recovering.

Manufacturer narrative:
This event does not meet criteria as a reportable serious injury. Based on the information received, following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a case of endophthalmitis occurred after a vitrectomy surgery. The place where it occurred from is unknown. Additional information awaited.